Event description:
A customer reported an issue with the touchscreen responsiveness of a pump, where the screen was frozen and unresponsive to input. There was no adverse impact to the customer's blood glucose level. The customer performed a pump reset, which resolved the issue, and they were able to interact with the screen afterward.